Manufacturer narrative:
Implanted date: implanted on an unknown date. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number/product code combination was not provided by the user facility, which prevented a meaningful review of the device history record. [(B)(4)].

Event description:
The following was reported through literature review entitled incidence, predictors, and treatment options of critical limb ischaemia after use of collagen plug-based vascular closure devices, eurointervention 2015; 11:816-823, doi: 10.4244/eijv117a166. An (B)(6)year old, female patient who underwent a coronary procedure to treat three (3)-vessel coronary artery disease including the application of an unknown angio-seal vcd. The patient developed post-procedural cli (critical limb ischemia) and underwent surgery to resolve it on an unknown date between (B)(6) 2006 and (B)(6) 2013. The patient subsequently died of cardiogenic shock (date unknown). Ef (ejection fraction) 35%., acs (acute coronary syndrome), and pci (percutaneous coronary intervention).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the initial reporter section. In the initial report it was reported that the city the case was performed was in (B)(6) however the correct city is (B)(6). The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.